Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review of the stored electrograms, post paced t-wave oversensing was noted on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable before, during and after the reprogramming.